Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es upon accessing the 3wb pyxis refrigerator drawer 1.3 to remove lorazepam, the drawer opened; however, the screen glitched, preventing the user from entering any input. The screen froze until it eventually timed out, and the user was automatically logged out. However, there were no delays, adverse events or injuries reported based on this event.